Event description:
It was reported to medtronic minimed that the customer experienced pump error 35 (broken force sensor was detected during seating or regular delivery), crack on the pump and exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found that the insulin pump had crack on the back of battery compartment and performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceeded with the following testing to assure proper functionality of the unit. After battery installation unit powered up with critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call date that might have triggered the reason complain. During download history review pump error 35 alarm was recorded on 06/22/2024 at 14:36:13.000 hour. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies, motor assembly, force sensor gold traces, and keypad flex connector gold traces causing an unexpected electrical short. Therefore, isolate to an electronic and motor assembly. Unit also received with battery tube threads - cracked, cracked case (battery tube), cracked case, pillowing keypad overlay, cracked keypad overlay, keypad overlay peeling, and scratched case. In conclusion customer concern of critical pump error pump error 35 was confirmed. After this deconstructive analysis, it was determined that pump error 35 was caused by corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.